Event description:
In (B)(6) 2017 the user suffered from a head trauma and swelling developed over the implant site. The swelling disappeared and the user continued to progress in speech development. About 1 month ago the hearing perception decreased. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the reference electrode and active electrode, likely caused by an external impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported accident might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. In addition a temporary swelling was noticed over the implant site. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2017 the user suffered from a head trauma and swelling developed over the implant site. The swelling disappeared and the user continued to progress in speech development. About 1 month ago the hearing perception decreased.

Manufacturer narrative:
Based on the received information from the field, the recipient experienced a trauma to the implant site. In situ measurements taken afterwards showed an increased ground path impedance (gpi). It is very likely that the reference electrode was damaged by the reported trauma. In addition a temporary swelling was noticed over the implant site. However, no further information could be obtained despite requested.

Event description:
In (B)(6) 2017 the user suffered from a head trauma and swelling developed over the implant site. The swelling disappeared and the user continued to progress in speech development. About 1 month ago the hearing perception decreased.